Manufacturer narrative:
(B)(4). Internal studies confirmed that this increased reactive rate is within the overall negative percent agreement as stated in the performance characteristics section of the instructions for use, distributed in the us: (B)(4).

Manufacturer narrative:
The cause of the (B)(6) results for (B)(6) lot #228 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to (B)(6). It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."

Event description:
False positive advia centaur xp (B)(6) results were obtained by the customer and were considered discordant when compared to other (B)(6) test methods. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) results.